Manufacturer narrative:
Pump received with stripped battery coin slot. No button error alarm noted. No battery out limit alarm noted. All operating currents are within specification. Pump passed self test. Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported that the customer was missing a piece from the pump. Customer usually keeps the pump under her bra strap. Customer tried to herself a bolus for dinner, but the pump got stuck where you put the carbs in. Customer could not clear the button error and took out the battery. Customer put in another battery and got a failed battery test alarm and another button error. Customer's blood glucose level was 256 mg/dl. Customer stated that the button error did not occur right after the pump was exposed to moisture. Customer stated that they are unsure if a button was pressed for 3 minutes or longer. Customer's mother stated that she will call the customer's doctor to see about getting a back-up plan since the customer is running a little high. Customer has been treating with syringes. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.